Event description:
Customer was hospitalized for high blood glucose levels. Customer changed the infusion set four times the day prior to hospitalization. Troubleshooting was performed and pump passed the prime test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.